Event description:
The tip of the screw driver blade was found to be broken during inspection of the returned loner kit from the hospital.

Manufacturer narrative:
Investigation in progress, but not yet complete.